Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose level was displayed as "high", with the exact value unknown. The customer administered a manual dose injection. Reportedly, the customer used the same cartridge longer than recommended, tandem technical support educated caller that cartridges should be changed every 48 hours with humalog insulin there was no reported adverse impact to the customer¿s blood glucose level. The customer changed supplies and resumed insulin therapy